Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to sweat due to wearing insulin pump in bra. Customer's blood glucose was 203 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.